Manufacturer narrative:
This complaint was confirmed by the service repair technician (srt). The srt replaced the manifold in the cooler heater unit. With the manifold replaced the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the manifold was corroded on the cooler heater, causing formation of white "pellets" which were partially blocking main water outlet fitting. There was no pt involvement.